Event description:
It was reported that it was 'very difficult' to insert the leads into the implantable neuro stimulator (ins). When it was done impedances measured were high which was not the case before connection to the ins. The leads were connected to the old ins again and impedances measured were ok. It was decided to replace the newly implanted ins with another one. This solved the issue. It was noted that the patient was alive with no injury or adverse event. No further information was provided.

Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found. Known good leads were connected to the ins and normal impedances were observed.

Manufacturer narrative:
(B)(4): analysis of the ins (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.